Event description:
One (1) month after it was implanted it caused a stroke/seizures. They prescribed me levitriacetam(keppra) then sent me to neurologist did 3 day video monitoring and every episode showed no brain activity for epilepsy but my oxygen would drop I was then prescribed to take keppra and depakote(divalproex) and was still having dizzy spells, lightheaded, chest pain, headaches and shortness of breath. Over the past 6-7 months the chest pains, dizziness, lightheaded, shortness of breath has proceeded to get worse. Feels like stinging sometimes and also feels like someone is punching me in the chest and I've started having these blackout spells and have had 3 seizure like convulsions within the past 3 weeks.